Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a knee arthroplasty on (B)(6) 2020 and the barbed suture was used. It was reported that the problem of pulling off suture needle had happened during the procedure. Another like suture was used to complete the surgery. There were no patient consequences reported.